Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerline 6f d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The sample was returned with the red luer extension leg detached from the catheter. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2027), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that one month and twenty-four days post a chronic catheter placement, the red lumen allegedly broke. It was further reported that fluid allegedly leaked right where the lumen meets the red portion of the end of the line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one month and twenty-four days post a chronic catheter placement, the red lumen allegedly broke. It was further reported that fluid allegedly leaked right where the lumen meets the red portion of the end of the line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.